Event description:
A customer observed falsely elevated k+ results from qc fluids and pt samples. One biased result was released and a corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation revealed that the customer was using a calibration from a previous slide lot. Root cause of the event was user error in failing to follow ocd recommended calibration protocol.